Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported reaching end of treatment on the oc's (occlusal cants) sent and that the lower incisors (teeth) are now hitting the upper incisors when biting and is not happy with the alignment of them (suggesting lower incisors are not straight). Cst (clinical support team) states the central teeth look slightly tipped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.